Manufacturer narrative:
Device investigation revealed a device failure caused by fatigue breakage of the transition link and subsequent damage of link wires. As the device was not working at activation and as fatigue fractures are very unlikely in that timeframe it is assumed that the implant was inadvertently exposed to significant mechanical stress during the implantation surgery which likely led to the observed device malfunction. Chronic movement of the device after implantation might have contributed to the observed outcome. The problems given in the recipient report seem to be congruent with the damage found. This is the final report.

Event description:
During the activation appointment the user was not able to detect sound. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected.